Event description:
It was reported a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and 31mm watchman flx laa closure device and delivery system (wds) were used. The closure device was deployed. There were two partial recaptures performed due to position of the device, then the device met criteria and was released. Once it was released, a filamentous thrombus was noted on the threaded insert of the closure device. The patients activated clotting time (act) was 400sec and the physician had removed the wds and was from the patient. The physician performed a new transseptal puncture through the previous hole and tried to aspirate the thrombus. The echo physicians exchanged micro transesophageal echocardiogram (tee) for the normal 3d microprobe to have a better image resolution and the physician aspirated several syringes of blood by placing the was over the threaded insert of the closure device. The physician removed a small thrombus but after several attempts, there was still a long thrombus on the threaded insert. The physician decided to stop. A new act was performed and was around 169sec. The physician administered 5000 units more of heparin for a total of 7000 units and decided to control the act in the afternoon. The following day, another tee was performed. The patient was ok and the size of the thrombus reduced, but a small portion remained. The patient was discharged from the hospital and came back four days post procedure to be checked. The patient was ok with no clinical issues. Five days post procedure, a tee was performed which showed the thrombus was not there. The patient was discharged on aspirin.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned product consisted of a watchman delivery system without the flx implant. The device was bloody. The core wire, tip, sheath, and hub/valve were microscopically and visually inspected. Inspection revealed numerous small kinks in the sheath. Inspection of the rest of the device found no other damage or deformity.

Manufacturer narrative:
(B)(6).

Event description:
It was reported a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and 31mm watchman flx laa closure device and delivery system (wds) were used. The closure device was deployed. There were two partial recaptures performed due to position of the device, then the device met criteria and was released. Once it was released, a filamentous thrombus was noted on the threaded insert of the closure device. The patients activated clotting time (act) was 400sec and the physician had removed the wds and was from the patient. The physician performed a new transseptal puncture through the previous hole and tried to aspirate the thrombus. The echo physicians exchanged micro transesophageal echocardiogram (tee) for the normal 3d microprobe to have a better image resolution and the physician aspirated several syringes of blood by placing the was over the threaded insert of the closure device. The physician removed a small thrombus but after several attempts, there was still a long thrombus on the threaded insert. The physician decided to stop. A new act was performed and was around 169sec. The physician administered 5000 units more of heparin for a total of 7000 units and decided to control the act in the afternoon. The following day, another tee was performed. The patient was ok and the size of the thrombus reduced, but a small portion remained. The patient was discharged from the hospital and came back four days post procedure to be checked. The patient was ok with no clinical issues. Five days post procedure, a tee was performed which showed the thrombus was not there. The patient was discharged on aspirin.